Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty removing and inserting the insulin cartridge in the ilet due to resistance at the lure connector area, and images indicated excess plastic molded inside the pump¿s cartridge interface; blood glucose was not affected and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no impact to health status and no need for medical care or hospitalization. Investigation included customer service troubleshooting and education, confirmation of shipping and return process, and arrangement for device replacement. Investigation of the returned device revealed a manufacturing nonconformity in the pump¿s cartridge interface that caused mechanical interference with cartridge insertion and removal, while the lure connector itself was not defective.